Manufacturer narrative:
(B)(4). Correction: date of event. Correction: date of implant. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: the absorb bvs is a temporary scaffold indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Updated case details: it was reported that the patient presented with unstable angina. The procedure on (B)(6) 2015 was to treat restenosis of a bare metal stent previously implanted in the distal right coronary artery (rca). The vessel was determined to be greater than 2.5 mm using optical coherence tomography (oct). Pre-dilatation was performed with a nc balloon with residual stenosis less than 40%. A 3.5 x 18 mm absorb was implanted. No post-dilatation was performed. The final angiographic residual stenosis was less than 10%. Oct was used to confirm that the absorb scaffold was fully apposed to the vessel wall. Post procedure, the patient was placed on dual anti-platelet therapy consisting of aspirin and clopidogrel. The patient returned on (B)(6) 2016 with an st-elevated myocardial infarction (stemi) and subsequently in-scaffold thrombosis was identified. The thrombosis was treated with aspiration, dilation with a semi-compliant balloon and oral anticoagulation. It was confirmed that the patient was compliant in following the dual antiplatelet therapy after the index procedure. Clopidogrel was maintained post treatment of the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an unspecified vessel. An unknown absorb was implanted. The patient returned with in-scaffold thrombosis. It is unknown how the thrombosis was treated. No additional information was provided.